Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. Blood glucose (bg) was 45 mg/dl where as sensor glucose (sg) was 70 mg/dl. Patient said she had heavy sweating and racing heartbeat. However she did not require any medical attention/intervention and was able to resolve the incident herself by taking glucose.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. No materials were investigated to be returned as eversense cgm system was still in use. Based on the data management system (dms) investigation analysis, it was observed that the sensor readings was below the low alert threshold at 5:28 am cet and 5:43 am cet. Both times the system should have asserted a hypo alert but since the alerts were not synced to dms and the user did not want to perform a transmitter diagnostic upload, so it could be confirmed if the alerts were asserted around the time of the reported event. During the follow-up, the user reported that the system was showing more accurate sensor readings after the bruise near the sensor was healed and the user would like to continue using the eversense system. There could be no further investigation performed at this time.